Event description:
On (B)(6) 2009, pt reports he is receiving e4 (occlusion error). Pt states adapter on infusion device has never been changed. Explained the importance of changing adapter with every 10th insulin cartridge change. Pt declined to answer any add'l troubleshooting questions, just wants error resolved. He states he has already attempted to prime out infusion tubing while disconnected from the infusion site and received an e4 error message. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.